Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion. Customer experienced no symptoms and reported unspecified treatment from third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was sent for further investigation and de-cased. Performed internal visual inspection on the de-cases reader; no issues were observed. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. The returned battery voltage was measured to be outside of specification. Replaced returned battery with new unused battery, reader does not turn on. Applied pressure to microcontroller processor (mcp); observed returned reader powered on with button press. Therefore, this issue is confirmed to poor soldering of mcp. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion. Customer experienced no symptoms and reported unspecified treatment from third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion. Customer experienced no symptoms and reported unspecified treatment from third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.